Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and fell into the right ventricular (rv). The lead was explanted and replaced. No patient complications have been reported as a result of this event.